Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right breast implant. The deflation was diagnosed during physical examination. As a result, patient will undergo removal of implant on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating that the patient also experienced increased fluidity and rippling on the right breast implant. No additional information has been made available. Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc and experienced deflation, increased fluidity and rippling on the right breast implant. The deflation, increased fluidity and rippling were diagnosed during physical examination. As a result, patient unerwent removal of implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Brown and white material was observed within the device. Brown material was observed on the shell surface. The product evaluation (pe) team discovered a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the patient¿s ethnicity is not-hispanic and race is caucasian. The patient underwent removal and replacement with mentor memorygel breast implant 350cc, catalog # 3543501, serial # (B)(4), lot #7580908. No additional information has been made available. Manufacturer¿s reference number: (B)(4).